Manufacturer narrative:
Siemens investigated the event and determined the operator did not follow the instructions in the immulite/immulite 1000 vitamin b12 instructions for use, which instructs the user to use extreme care to avoid all bodily contact with this reagent, due to the presence of cyanide. In addition, the safety data sheet indicates the individual protection measures for skin protection when using this product. The operator was not wearing personal protective equipment (ppe) when using the vitamin b12 borate kcn buffer solution. The cause of the event was due to the operator not following the instructions in the instructions for use or the safety data sheets. No further evaluation of the device is required. The system is performing within manufacturing specifications.

Event description:
Siemens was informed that while using the vitamin b12 borate kcn buffer solution, 20-30 ml of the buffer spilled on the operator's legs. The operator's skin was red at the site of the buffer contact area but faded after a short period of time. The customer informed siemens that the operator was wearing gloves at the time of use. The operator consulted a physician(s). It is unknown if any medical treatment was rendered. There was no report of adverse health consequences due to the spill of the buffer solution on the operator.